Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples. (Customer provided reference range sodium 136-145 mmol/l) (B)(6) 2023 (B)(6) sodium initial result was 117 mmol/l, repeat result was 143 mmol/l (B)(6) 2023 (B)(6) sodium initial result was 115 mmol/l, repeat result was 137 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The customer resolved the issue by replacing the ict module of the alinity c processing module. The ict module was determined to be the likely cause of the issue. The ict module is used for analysis of electrolytes on the alinity c processing module. Review of all the information provided by the customer was reviewed. Return testing was not complete as returns were not available. The instrument service history review revealed no additional service tickets associated with the ict module. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. Review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the alinity c system, instrument part, or discrepant results as described in this ticket. The device history record review did not identify any non-conformances. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn ac03167 or ict module was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples. (Customer provided reference range sodium 136-145 mmol/l) (B)(6) 2023 sid (B)(6) sodium initial result was 117 mmol/l, repeat result was 143 mmol/l (B)(6) 2023 sid (B)(6) sodium initial result was 115 mmol/l, repeat result was 137 mmol/l no impact to patient management was reported.